Event description:
Complainant alleged that the medics were attempting to monitor a pt's (age unk) heart rhythm. During the procedure the device did not emit any start up beeps when powered-on, and eventually the device displayed a green dot on the display screen and then powered off while monitoring the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.